Manufacturer narrative:
(B)(4). The carefusion authorized service center is in the process of evaluating the ventilator, the results of investigation will be provided in a followed up medwatch report.

Event description:
The customer reported that when the patient was on the vent, his oxygen saturation level dropped to 80%, and he was gasping for air. The ventilator was switched out, and the oxygen pressure was increased to maintain the patient's oxygen saturation level. There was no reported issue of any malfunctions with the ventilator.

Manufacturer narrative:
Results of investigation: the suspected device was field serviced by a carefusion authorized service center, and per their service record, the unit failed the servo testing and pilot solenoid leak test. Carefusion received the failed component and did a failure analysis on the component. The failed component was calibrated to correct the servo testing failure. Visual evaluation found a small cut in the tubing connected to one of the pilot solenoids, causing a leak. The device¿s pilot solenoid was replaced to correct this issue.